Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Manufacturer narrative:
It is unknown if the patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.

Manufacturer narrative:
Model reads: 28-28-95l; should read: 22-25-75l. Lot reads: w10-1946-001; should read: w10-1262-014.

Event description:
Patient implant on (B)(6) 2010 of a (B)(4) bifurcated device, a 25mm aortic extension, and a 20 mm limb extension. A (B)(6) 2011 follow up revealed a proximal type I endoleak. On (B)(6) 2011 the patient was treated with aortic stent which corrected the endoleak.